Manufacturer narrative:
Reported event: an event regarding altr involving a securfit stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be determined because insufficient information was provided. Further information such as return of the device, histopathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for revision of primary the patient stated she had a right tha done (B)(6) 2007. Patient started to experience pain approx in 2011. In (B)(6) 2020 patient had an MRI and blood work done which showed she had high cobalt levels and MRI showed large pseudotumors. The patient was revised on (B)(6) 2020. After revision the patient experienced a large hematoma on her right hip. The patient stated the hematoma was drained three times but it keeps coming back. The patient is scheduled for surgery on (B)(6) 2021 to remove the hematoma, any present metals and put a drain for about 5 days. Patient is seeking compensation.